Event description:
It was reported that the lead exhibited loss of capture during pulse generator changeout. The lead was explanted and replaced.

Manufacturer narrative:
Analysis was normal. No anomaly was found.